Event description:
It was reported that the device was making distored and crackly sounds. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was reported. The installed speaker was slightly distorted when compared to another test pump. The root cause of the reported issue was not determined. Actions were taken to mitigate the reported issue: no action taken since only the speaker was returned. D4 (UDI) is unknown. No product information has been provided to date.